Event description:
During an in-clinic follow-up, high defibrillation impedance was detected on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.